Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the tubing. Reportedly, the user's father noticed the air bubble after they disconnected the luer lock connection to put the case on the pump. There was no impact to the user's blood glucose level. The user primed the tubing to remove the air and resumed insulin delivery.